Manufacturer narrative:
The initial report had the incorrect information in narrative regarding device return status and error alarm name. The correct information has been provided with this report. B)(4).

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 120 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review of the unit's interior, there was corrosion, and mold around the battery connectors so much so that they detached from electrical board. In addition to this, there was rust inside the motor end cap. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the blank display. Device was received with a horizontal crack in the battery threads. In addition to this, the left belt clip rail is bent upwards. Plus the s/n label located between the belt clip rails is wrinkled.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected restart. The customer's blood glucose level was 120 mg/dl. The insulin pump will not be returned for analysis.